Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spacebar was implanted during a spacebar placement procedure performed on (B)(6) 2020. Reportedly, the procedure was done under monitored anesthesia care (mac). Additionally, magnetic resonance imaging (MRI) showed the gel was in good position. The implant was normal and the intensity modulated radiation therapy (imrt) during november and december was without notable symptoms. The patient completed radiation therapy on (B)(6) 2020 with 28 fractions. It was reported that starting (B)(6) 2021, the patient began having bilateral gluteal pain that progressed to perineal/rectal pain with the feeling of sitting on a tennis ball. Some voiding symptoms were noted and occasional clear fluid when passing gas. A computerized tomography (CT) scan of pelvis was performed and it showed the area looks like abscess vs. Residual spacebar. Radiology read CT scan as not exactly consistent with abscess, but due to elevated white count and fever the physician chose to transperineally drain the fluid from the suspected abscess. On (B)(6) 2021, the patient was sent to operating room (or) for transperineal drainage and it seemed like the gel was coming out. An 18 gauge needle was used to aspirate the area, an opaque white substance came out and they were not able to confirm if the hydrogel was aspirated. The physician was not able to get much out other than fluid described as "old white (B)(6) glue that doe not smell bad". The preliminary culture was negative. Some "polys and gram negative cocci, but nothing growing out" was noted. Reportedly, the general surgeon also scoped the patient while in the operating room (or). They saw some inflammation to the anterior rectal wall looking like radiation induced proctitis and noted a white fibrinous area on the scope. The patient was treated with antibiotics.